Event description:
Allegedly, the doctor was performing a lap hysterectomy and when she activated loop she noted a spark at the proximal end of the loop; pt rec'd burn to the colon. General surgeon called in to suture burn area. Then the original doctor completed the procedure. Pt condition is good.

Manufacturer narrative:
The supra loop was returned; it showed no damge. We hipot tested the supra loop assembled with insulated outer tube/handle and it passed; we hipot tested it with the proximal part of the loop that arced outside the insulated tube and it failed. This was due to the fact that the proximal part of loop was not inserted completely into the insulated tube exposing a metal crimp. We believe that the arcing at the proximal end of loop was due to the instrument being activated without having the proximal part of loop pulled into outer tube. We conducted the same testing on an unopened and unused supra loop from the same lot box; testing results were the same.